Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Four year follow up of clinical patient notes the same symptoms and limitations with adls and rom, as well as abnormal patellar tracking, flexion contracture. No medical intervention has been reported.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, b7, g3, h1, h2, h6, h10. Investigation updated on 09 july 2021: no abnormal findings via radiography. No change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical product: persona ps narrow femoral, catalog: 42500006002, lot: 62644079; persona stemmed 5-degree tibia, catalog: 42532006702, lot: 63134298; persona ps articular surface, catalog: 42521400510, lot: 62846544. Report source- foreign- (B)(6). The product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00229, 0002648920-2019-00579, 0002648920-2019-00580.

Event description:
A patient enrolled in a clinical study reported increasing pain, noise, and stiffness in the right knee impacting activities of daily living at the one year follow up. By the three year follow up the stiffness had resolved without intervention, but the noise and pain increased. No medical intervention has been reported.